Event description:
A pt was treated on 10/30/96 into the nasolabial folds. On 10/30/96, swelling of the lip was noted; decongestant tablets were prescribed. The physician believed that the swelling was related to collagen.